Event description:
The account stated that false positive axsym toxo igg results were generated. An initial positive result of 2.2 iu/ml was generated. The sample was repeated and a positive result of 2.1 iu/ml was generated. The sample was run on the architect and a negative result of 1.1 iu/ml was generated. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). An investigation is in process. A followup report will be submitted when the investigation is complete. This report is being filed on an international product, list number 9k08 that has a similar product distributed in the us, list number 3b22.